Manufacturer narrative:
H4: correction: manufacturer date: 4/9/2014. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown, not provided. Email is unknown as it was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that during the catalys laser procedure on (B)(6) 2021, they had to do a hard shut down because a catalys system error kept displaying. The catalys treatment was not able to be completed. No further information was available.